Event description:
There was one endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the lmca during the index procedure. Residual stenosis was 0%. It is reported that approximately 4.5 months post index procedure the event of nstemi began and two days later there were two other brand stents implanted, one in lad and one in cx. The pt was discharged on 5 days later. In the investigator's opinion, the event of nstemi (non st segment elevation myocardial infarction) was considered moderate in intensity, not related to study medication, study device or study procedure.

Manufacturer narrative:
(B)(4). Eval, results: mi, revascularization.